Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to high blood glucose on (B)(6) 2017 with blood glucose of 545 mg/dl at the time of the incident. The customer was at 418 mg/dl at the time of the call, 301 mg/dl when the paramedics left, and 561 m/dl at the end of the call. The customer used the pump to treat. The customer experienced symptoms such as nausea, inability to walk, and fainting. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer believes the pump is not working. Customer was having issues with bolusing and pump suspend as well. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided were incorrect with the initial report. The correct information has been provided with this report.